Event description:
During a removal surgery, performed due to patient preference to remove hardware, the shaft of the driver bent. There was no reported injury to the patient.

Manufacturer narrative:
Investigation is pending.